Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, the exact value was not provided. Also, it was noted that there was air in the tubing and it was primed out. The customer reverted to a backup method and reported no issue with bg level.